Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 18 closed samples and an open sample with the thread broken (one thread of 22 cm and the other thread with a needle attached and 22 cm). Knot pull tensile strength results conducted on the closed samples analysed are (B)(4) in minimum and fulfil the requirements of the european pharmacopoeia (ep): (B)(4) in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples analyzed comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that the threads are breaking. Dental use. No further information has been received.